Event description:
It was further reported that the product problem occurred during the conversion of the pump software from version 5 to 6.

Manufacturer narrative:
Other text: b6: updated with additional information.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue could was confirmed. The main board was found to be inoperable due to normal wear and tear. The main board was replaced and the power up process was performed with results of the unit passing all functional testing. It was concluded that the root cause was normal wear of the device due to age(11 years). Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Oracle ro: (B)(4) just beeps with blank data.